Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump time was incorrect by ten minutes. Cause was not known. Additionally, the customer received a continuous glucose monitor (cgm) error 42. Pump was reset to resolve the issue. Customer's blood glucose level was 232mg/dl.